Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked where the bags were sealed in between the three ports. The leaks were discovered during setup and preparation after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, four (4) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed on the 1 randomly selected sample which revealed a leak between the spike port tube and the spike port bond area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.